Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Following implantation of the ar40e model intraocular lens (iol) there were complications during surgery and the lens was removed; information regarding the replacement iol is unavailable. There was no product quality issue that contributed to the event. Patient prognosis post-procedure is unknown. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: additional information was provided reporting, during the initial procedure an interior vitrectomy was performed and sutures were required; however, there was no patient injury. The patient was left aphasic. Patient prognosis post-procedure was reported as good. An anterior chamber iol is scheduled to be placed in the patient¿s ocular dexter (right eye) (B)(6) 2025. No further information is available. The following sections have been updated accordingly: section a-3b patient gender: female. Section a-5 patient ethnicity: not hispanic/latino. Section a-6 patient race: white. Section e-1 reporter title: dr. Section e-1 reporter firstname: (B)(6). Section e-1 reporter last name: (B)(6). Section e-1 reporter telephone number: (B)(6). Section e-2 health professional? Yes. Section e-3 reporter occupation: physician. Section h-6 health effect - impact code: 2199 - incomplete treatment. Section h-6 health effect - impact code: 4625 - sutures and vitrectomy. Section h-6 health effect - clinical code: 4582 - incomplete treatment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.